Event description:
It was reported difficult deflation was encountered after the first inflation during a percutaneous transluminal angioplasty procedure of a shunt. The partially deflated balloon was successfully removed through the introducer sheath. Another unit was used to successfully complete the procedure without pt complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Without evaluating the device co is unable to determine the cause for this event.